Manufacturer narrative:
D9: device available for eval: yes; date returned: 08/03/2023; returned to manufacturer: yes. H3: device evaluated by manufacturer: yes; returned to manufacturer: yes; h6: remove: 67, 3221 d9: device available for eval: yes; date returned: 08/03/2023; returned to manufacturer: yes. H3: device evaluated by manufacturer: yes; returned to manufacturer: yes; h6: remove: 67, 3221.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100 mg/dl. A pump replacement was sent to resolve the issue.